Event description:
It was reported that prior to starting a da vinci si surgical procedure the 5mm cannula instrument accessory was noted to have a damaged tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cannula inspection was performed using blunt obturator and resistance was felt as the obturator moved through the cannula, indicating likely damage to the tube. Visual inspection showed one section of the lip was bent inward. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.